Manufacturer narrative:
Section d4: primary UDI corrected. Section g4: there was no patient involved in this event. The PMA# provided is associated with the device¿s most recent approval. Section h6: medical device problem code corrected. Manufacturer's investigation conclusion: the reported event of the centrimag console beeping 9 times followed by the system¿s speed dropping to 0 rpm was not confirmed. The centrimag motor (serial number (B)(6)) was not returned for analysis, and no log files were associated with the reported event. Questions regarding the event were asked multiple times, and further information was not provided. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the centrimag motor, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual provides information regarding emergency/troubleshooting in section 10. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual (section 6.7.3 ¿features of the console, monitor, and flow probes¿) instructs users how to stop the pump using the emergency pump stop button. An audio alarm will sound while the keypad is depressed, indicating that the pump will be stopped soon. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the centrimag console beeped 9 times then went to 0 rotations per minute (rpm) even though the pump stop button was not pushed on the back-up circuit. The console and motor were exchanged which resolved the alarm.